Event description:
Customer was hospitalized for high blood sugar levels. The customer stated that the cannula was bent. While troubleshooting, an alarm occurred and the customer was unable to clear the alarm. At that time, the customer was advised that a replacement will be sent. Additionally, the customer was instructed to revert to manual injections per md protocol.